Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Goncalves fa, goncalves jm. Corneal ectasia after lasik in a pt with normal scheimpflug evaluation but a high estasia risk score. J refract surg. 2013;29(11):792-5. (B)(4).

Event description:
The published article "corneal ectasia after lasik in a pt with normal scheimpflug evaluation but a high ectasia risk score" reported pt with ectasia at 28 month post lasik. The pt was treated with ultraviolet-a corneal collagen cross-linking, with no signs of further progression. The report references the right eye. An additional report will be filed for the left eye. Additional info has been requested.